Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a pump that was used during a demonstration had a cartridge alarm 6 in its history. There was no reported patient involvement.